Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey response about procedures where a self-fixating mesh was used, the following complications were encountered: 20 patients experienced seroma/hematoma, which can occur with prosthesis. 4 patients experienced infection (wound infection, abdominal wall cellulitis, urinary tract infection), that was superficial or banal. 5 patients experienced usual post-operative complications (prolonged ileus, urinary retention, wound complications) which are common with hernia procedures.